Event description:
It was reported that on (B) (6) 2010, the pt's ipg was revised due to normal battery depletion. The pt's lead was re-used, but not tested in the operating room. In the recovery room, the lead had impedances that alternated between "low" and "invalid" on all contacts. An x-ray was taken, and revealed that the lead wires were broken. The lead was explanted.

Manufacturer narrative:
Evaluation - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.